Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Correction - the lancet device lot number and expiration date were updated in section d4 based on the returned product. The device manufacturing date was updated in section h4 based on the returned product.